Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/21/15, device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the pump performs within specification, unable to duplicate the alarm issue complaint. Black box and alarm history shows evidence of the alarms. No alarm reproduced at power up. The failure is defined as language file corruption while retrieving the language text. The error is resident to a flash chip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).